Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (prime issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 07/10/2015 with the following findings: a review of the pump¿s black box showed no evidence of loss of prime. During testing, the pump successfully completed the rewind, load cartridge, and prime steps with no alarms or warnings. The pump exercised for 24 hours with no loss of primes occurring. The pump performed within required specifications. The loss of prime issue was not duplicated during investigation. There was no defect found.